Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the specific number of patients events? For each patient event please provide: procedure name procedure date specific product code and lot number of product involved was the site cultured? If so, what bacteria were identified? Date infection was noted? How large of an area does the infection cover? How was the patient treated? Please indicate any medical or surgical interventions performed ? What type of medication? Dose? When (date) administered? Update to patient current condition what is the physicians opinion of the contributing factors to the infection? Were there any prineo/dermabond product deficiencies noted prior to/ during/ post operatively relating to the infections? What prep was used prior to prineo use? Please describe how the adhesive was applied on the tape? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the product or representative sample (product from the same lot number) available for evaluation? Patient demographics: initials / ID; age or date of birth; bmi ; gender patient pre-existing medical conditions (ie. History of infections)

Event description:
It was reported that a patient underwent an unknown knee or hip procedure on an unknown date and topical skin adhesive was used. The doctor reported a patient infection that may be contributed to the topical skin adhesive. Additional information has been requested.